Event description:
It is reported that the outer packages were secure but when the boxes were opened, the internal plastic casings had been cracked, compromising sterility of the implants.

Manufacturer narrative:
This report will be amended when our investigation is complete.